Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during an arthroscopic surgery, a small piece of the probe tip peel off. A replacement was available. Although there was patient involvement, the surgery was completed successfully.

Manufacturer narrative:
Visual inspection : the returned unit was visually inspected under the microscope. The alleged problem was confirmed a missing piece of ceramic was detached, underneath the electrode ball. Excessive wear marks observed on lumen, ceramic, deep scratch marks on insulation. A tissue residue left on the top of electrode and burnt stains concentrated on anterior side of the probe. Excessive wear marks observed on the tip and insulation indicative the device was used excessively, the missing piece of ceramic probably caused by contact with another hard instrument. Functional inspection : no functional test performed due to the probe tip condition. The device was connected to serfas energy box to read the activation history as part of the investigation. The e-prom box has a maximum capacity to store of 41 activation instances. The probable root cause/s could be excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during an arthroscopic surgery, a small piece of the probe tip peel off. A replacement was available. Although there was patient involvement, the surgery was completed successfully.